Event description:
A nim emg tube was inserted without concern; 45 minutes after case started, the certified registered nurse anesthetist started to notice leaking around the tube. They re-inflated tube but could not seal or inflate. The case was stopped and the patient was re-intubated with a new tube.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary not available, device not returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
(B)(6). Date of event: (B)(6) 2013. The procedure was a thyroidectomy. There was no impact to the patient or the surgery. No product will be returned, facility discarded. Product number, s/n and lot number were not provided. Facility did confirm that the first emg tube used was a 7mm and the one used to reintubate was an 8mm. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.